Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2003 - the pt underwent lysis of adhesions and repair of a ventral hernia with a composix kugel mesh. On (B)(6) 2008 - office visit, examination of the abdomen revealed a well-healed midline incision site, several protuberant masses are noted, palpation confirms the finding of reducible incisional hernias which are recurrent. On (B)(6) 2008 - the pt underwent excision of the composix kugel mesh and a non-bard mesh and repair of recurrent ventral hernia with sepramesh. On (B)(6) 2008 - office visit, patient is doing well postoperatively. On (B)(6) 2008 - office visit, the pt has evidence of a recurrent hernia noted to the right side of the abdominal wall reconstruction. On (B)(6) 2008 - the pt underwent excision of the sepramesh and repair of recurrent incisional ventral hernia with two non-bard meshes.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an additional implant. Currently it is unk whether the device may have caused or contributed to the alleged event. It is unclear whether the pt's medical and/or surgical history may have contributed to the alleged event. The pt reportedly developed a recurrence which is listed as a possible adverse reaction in the product's instructions for use. No sample has been returned for evaluation. Medical records do not indicate a device failure. Based on info provided, no conclusions can be drawn. Info related to the recalled composix kugel mesh implanted on (B)(6) 2003 was reported in accordance with (B)(4).